Manufacturer narrative:
(B)(6). Date of report: 11aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problems. A data acquisition (da) pcba was return for analysis. An investigation was performed and was tested, no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the pressure accuracy results were out of specification. There was no patient involvement.